Event description:
During preparation for cardiopulmonary bypass, the blood flow sensor displayed inaccurate blood flow values. The sensor was replaced and the procedure was concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned (a replacement was provided).